Manufacturer narrative:
(B)(4). Analysis of the returned device showed it to be broken at the level of the attachment with the implant inserter. No pre-existing defect was found at the level of the breakage. The observations of the chip and the broken section of the sphere suggest that the breakage is consistent with an overloading of the part and the origin of the over-loading can be attributed to the application of a lateral load on the implant inserter during the implantation of the sphere. This lateral load could be linked to a misalignment of the inserter with intervertebral disc space during implantation. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, the implant broke upon insertion. No patient complications were reported.

Manufacturer narrative:
A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.